Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported a blood glucose value of 29 mg/dl. The customer reported hypoglycemia and was treated with ems/ambulance/ER visit, glucose/carb intake with the symptoms of loss of consciousness. The event involved product(s) mmt-1884, mmt-396a, mmt-332a, mmt-7040a. Troubleshooting was performed and the customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-396a. No product return is required for mmt-332a. No product return is required for mmt-7040a. Frn-mmt-322a-rsvr, unomed inf set, ozp-mmt-7040a-snsr. Updated summary: it was reported that the customer experienced a sensor glucose (sg) versus blood glucose (bg) discrepancy, along with hypoglycemia. The customer reported a blood glucose value of 29 mg/dl, which was treated with glucose/carb intake. The customer lost consciousness, and ems was called. The event involved the following products: mmt-1884, mmt-396a, mmt-332a, and mmt-7040a. It was reported that the sensor glucose was reading 106 mg/dl, while the actual blood glucose value was 29 mg/dl. Troubleshooting was performed, and it was confirmed that the customer was using the insulin pump system within 48 hours of the reported event and was using the auto mode/smartguard feature at the time. The customer reported a discrepancy between sg and bg values, which were outside the acceptable range after fewer than 4 days of sensor wear. Common contributing factors like insertion, site location, taping, and timing of bg entries were explained. The customer was advised to wait at least an hour and ensure bg is stable before calibrating. No further patient complications were reported, and no product is expected to be returned.